Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available, and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the product was primed with infusion solution when leakage was noted at the bottom of the heat exchanger. According to reporter, the solution leaked onto clinician as a result. No adverse effects reported.